Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an arrythmia after the ventricular sense fell into cross chamber blanking and the device delivered a ventricular pace (vp). Technical services (ts) discussed the possibility that the vp may have caused the arrythmia and it may have paced on a t-wave. Ts recommended programming changes to alter the blank period settings. No additional adverse patient effects were reported. This ICD remains in service.